Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. Customer¿s blood glucose reached 400's mg/dl. Customer continued to use the pump and had manual injections for alternate insulin therapy.